Event description:
Unable for crna certified registered nurse anesthetist to use ventilator to maintain patient. Able to bag but acted like a leak was present in the anesthesia machine. Biomed biomedical engienering notified stat statim. Machine from other or move to or and with assist of or staff, machines were switched over. Same problem found with second machine. Found a break in the adult circle breathing circuit. Supply taken by biomed to report. Reviewed other circuit devices in stock and found break in expiratory limb of patient circuit. This is a new device and was not opened. Product pulled from stock and retained in biomed with other faulty circuits.